Event description:
It was reported during dialysis treatment, it was noted the cuff of this dialysis catheter had detached from the catheter and remained in the patient. A routine dissection was performed to successfully retrieve the detached cuff. Another dialysis catheter was successfully placed for continuation of treatment. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Patient anatomy and/or user technique may have contributed to this event. However, the company is unable to determine the exact cause for this event.